Manufacturer narrative:
Two photos were received for quality evaluation. Examination of the two photos submitted indicate where the customer reported the loose component was located. One of the photos received shows a tubing set inserted into the alaris pump. An issue cannot be confirmed with that photo. The second photo shows an infusion set that is laid flat on the table. Close examination shows that the silicone tubing is missing the securement collar that holds the silicone tubing to the upper pumping segment fitting. The customer complaint of loose component was confirmed. After the investigation along with the manufacturing and quality operations team, the root cause of the leakage in the silicon tubing/upper fitment is the missing ring retainer due to an incorrect following assembly sequence by the production personnel. Improvements to the silicone segment process were implemented. The improvements include the following: update of the pumping chamber assembly procedure. Update the cleaning process for the pumping chamber machine. A device history record review for model 2204-0007 lot number 25075370 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had a loose component. The following information was provided by the initial reporter: etoposide started leaking shortly after initiation today, and it looked to me like it originated from somewhere around the blue plastic piece in the line (circled below). There was a decent amount of liquid inside the pump channel and dripping out the bottom but everything from that blue plastic piece and upstream was dry. We pulled on a line, and it didn¿t take too much strength to detach the stretchy tubing from the bottom of the blue piece. The nurses said they have to stretch out that part to get it into the pump channel so this could just be user error but wanted to let you know in case this come up again. For what it¿s worth, the nurse said she¿s never seen a leak originate from there before. Additional information received from the customer: it is a chemotherapy drug. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm.